Manufacturer narrative:
Conclusion: representative product has been received for evaluation, but not yet tested. When the results are available, a follow up 3500a will be provided.

Event description:
International customer reported that the needle pulled off the suture during an aneurysm repair and was stuck in unspecified tissue. The specifics regarding the circumstances around this event have been requested, but not provided at this time. It was reported that the needle was eventually retrieved by unspecified means with the assumption that this was performed after the initial procedure.